Event description:
The company was informed that the pt developed a skin flap infection at the implant site. On (B)(6) 2013, he was admitted to the hospital and placed on IV augmentin. The pt was released from the hospital on (B)(6) 2013 and given po augmentin and cloxacillin. The pt was admitted to the hospital on (B)(6) 2013 and given IV cefazolin. The pt was discharged from the hospital on (B)(6) 2013 and bactrim was prescribed. On (B)(6) 2014, the pt was admitted to the hospital and underwent surgery to rotate the skin flap to cover the exposed device. The pt was released from the hospital on (B)(6) 2014. The pt was placed on bactrim on (B)(6) 2014 and rifampicin on (B)(6) 2014 until (B)(6) 2014. The pt was admitted to the hospital on (B)(6) 2014 and placed on cefazolin. The pt's device was explanted on (B)(6) 2014. The pt was released from the hospital on (B)(6) 2014 and placed on cefalexin until (b)(60 2014.